Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 used sutures for analysis. The needles have been checked and most of samples sent back have bent tip, this shows that the needles were not handled properly. There are some impacts due to a needle holder on tips area. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Furthermore, 4 of the 5 needles of the used sutures have been able to be tested for bending strength and the results fulfill product specifications. The result of each of these tested needles for bending strength is 10.653 nxcm, 10.325 n x cm, 10.476 n x cm and 10.865 n x cm in minimum (minimum bending strength specification for this needle: > 8.6 n x cm). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batches used in this product were 10.049 n x cm, 9.870 n x cm, 10.347 n x cm and 10.300 n x cm in minimum and fulfilled specifications (>8.6 n x cm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the needle has been damaged by the user causing a needle bent. Final conclusion: taking into account that the used samples received show that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Furthermore, the results of the used needles received fulfil the product specifications. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle deforms during use. Additional information has not been provided.